Event description:
This issue was identified during a product recall for traxis vue lot #2010292. It was reported that in 2005 during a tlif, thoracolumbar interbody fusion, the traxis vue implants were found to be without radiographic markers. There was no reported injury or plans for revision surgery.